Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and had blank screen even after changing the battery. The customer¿s blood glucose level was 164 mg/dl at the time of incident. Customer stated that the insulin pump did not received insert battery alarm. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery and reported that the display did not return after insulin pump restart. The insulin pump will not be returned for analysis.